Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 from the previous submission. H6 code (investigation results) has been corrected from "4315" to "18" appropriately.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide additional information received through follow-up (b5 and expert reviews). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and the subject device was not cultured, therefore; olympus was not able to judge the relation between the subject device and the event from the following investigation results. Additionally, it is likely the reported event occurred due to a misunderstanding of device handling and reprocessing steps between the user and olympus¿s recommendation. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Additional information based on olympus expert reviews: it is very possible for biofilm to form in between the segments of the maj-891, as this piece has been linked to outbreaks. It is recommended to obtain microbiological samples of the involved endoscopes and the involved maj-891 (and the loose parts that need to be brushed). Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that after the olympus in-service training, there have been no further related issues at the facility. The forceps/irrigation plugs (maj-891) used at the facility are disassembled and cleaned correctly. The patients involved in the events are reportedly ¿fine after treatment,¿ and currently in ¿good¿ condition. It was confirmed that the patients did not develop bacteremia or sepsis and did not require admission to the ICU. Furthermore, the facility reported receiving reprocessing training when the flexible cystoscope (cyf-v2) was introduced for use.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) was on-site for observations of cleaning with facility staff. The facility did not have a reprocessing machine. During observations, the ess noticed that manual high-level disinfection was performed but not all steps were being completed. The ess completed a reprocessing in-service to correct deviations and provided customer with scope cleaning directions. The subject device was not returned to olympus for evaluation. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available. This report was submitted by the importer under the importer's report number: 2429304-2024-00137.

Event description:
It was reported, 2 days after the cystoscopy procedure using the cysto-nephro videoscope, the patient experienced a urinary tract infection (uti), verified by a urinary culture that was positive for pseudomonas, and was treated with the antibiotic levaquin. Additional details were requested but not provided.